Event description:
It was reported that a patient underwent an episiotomy repair in (B)(6) 2011 and suture was used. The patient experienced difficulty with wound healing at the site a month after the initial procedure. The physician also stated that there was increase of the frequency of red flares. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.